Event description:
Report received of an extension set that "burst" during a power injection of contrast medium. The customer reported that the power injector was connected to a "long curly" extensioin set manufactured by ez-m. Connected distally to the extension set was another tubing set, a 7-inch macrobore extension set manufactured by abbott. The tubing set up was connected to the patient's peripheral IV line. During a CT scan procedure to rule out a pulmonary embolus, the contrast was injected using the power injector at 2cc/second, with an unspecified psi. The abbott extension set was reported to have "burst" 10-12 seconds from the start of the injection. The IV site remained intact, and the tubing setup was replaced. There was no reported adverse patient effect. No medical intervention was required. Reportedly, the customer was aware prior to the rpeorted event that the extension set is not indicated for use with a power injector. However, it was reported that the customer has routinely used the power injector to infuse contrast medium. Though requested, no additional information was received.